Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 363 mg/dl while wearing the pod between 36 and 48 hours. The patient reports being unsure if the cannula was properly seated in the infusion site (abdomen). Symptoms reported include vomiting and nausea. In addition the patient reports having a rash at the pod infusion site. The patient had administered boluses up to 12 units of insulin. The patient was taken to the hospital by ambulance. Once at the hospital the patient received intravenous fluids as well as a gastrointestinal cocktail to stop the patient from vomiting. In addition the patient had a new pod applied. The patient was prescribed ondansetron (4 mg) to be taken every 6 hours. The patient was released from the hospital after 8 hours.